Manufacturer narrative:
The maude database record did not identify the serial number of the table in question or the user facility name to provide further information. A review of service records indicated that steris was not contacted regarding the reported event. Steris is unable to contact the user facility to obtain additional information regarding the reported event. As steris is unable to obtain additional information from the user facility, the unit subject of the reported event cannot be evaluated, and a root cause cannot be determined. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
During steris's review of maude, it was found that a user facility reported via medwatch #mw5184092 that during a patient procedure their 5085 surgical table shifted while being placed into reverse trendelenburg position causing patient movement. No report of injury.